Event description:
It was reported that the right ventricular lead had increasing and high impedance in bipolar mode. It was also reported that there was high capture threshold noted in bipolar mode. The lead polarity was changed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.